Event description:
It was reported that an arteriotomy closure of a mildly calcified right common femoral artery was attempted using a perclose proglide device after a diagnostic aortic angiogram procedure. Reportedly, the blood flow in the marker lumen was not pulsatile. The device was removed, reflushed with saline, reinserted and deployed. After device deployment the patient had no pulse in the leg. The patient was taken to surgery and the left common femoral artery was used to access the right common femoral artery. The vascular surgeon observed occlusive disease in both common iliac arteries. An interventional procedure was performed under anesthesia on the common iliac arteries to clear the occlusion. A piece of plaque was removed from the right common femoral artery. The physician stated that the plaque was dislodged by the closure procedure and caused the occlusion. The right common femoral artery was repaired by performing a vascular bypass. The patient was hospitalized overnight due to the surgical procedure. The technician, who deployed the proglide device, is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.